Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08491. It was reported that a burr became stuck on wire. The severely calcified target lesion was located in the coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used to treat the target lesion. After the 1st ablation, the device was removed from the patient, and it was noted that the rotawire was stuck with the burr and failed to be removed. Procedure was completed with another of the same device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the catheter was carried out. The coil was kinked. The rotablator plus unit was visually and functionally tested. The advancer was inspected and no anomaly was noted. The advancer knob was locked upon return in a backward position. It was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer was inspected and no damage was noted. The burr was microscopically examined. No issues were noted with the annulus of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08491. It was reported that a burr became stuck on wire. The severely calcified target lesion was located in the coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used to treat the target lesion. After the 1st ablation, the device was removed from the patient, and it was noted that the rotawire was stuck with the burr and failed to be removed. Procedure was completed with another of the same device. No patient complications were reported and patient condition was good.